Event description:
The following day after the procedure, the patient complained of chest pain. Also, a decrease in their st's in leads v1-v4 was observed on the ECG. A repeat angiography was peformed and thrombus was observed in the proximal edge of the implanted cypher. Aspirations was conducted to treat the thrombus. Per the physician, the probable cause of the sat was because ticlopidine hydrochloride could not be administered. The reason it was not administered was that, during a previous stent implant it was prescibed and the patient's liver showed dysfunction. Ciloztazol was administered instead and was given only after the stent was implanted.